Event description:
During a tfn pertrochanteric femur fracture procedure, the helical blade did not line up appropriately with the hole of the nail. The guide wire also did not go through the hole of the nail when inserted. The surgeon removed the nail, guide wire and the blade. The surgeon used a different aiming arm, trocar wire guide sleeve, compression nut, blade guide sleeve and new helical blade was inserted to implant a new nail. The surgeon then made an internal rotational correction of the foot to place the nail more distally. It was documented that the outer cortex of the femur was breached by the 11mm drill bit. Using the same inserter handle and connection screw the surgeon was able to implant the original helical blade with the correct alignment and affixed the locking screw. The surgeon completed the procedure with an additional 60 minutes added to the procedure. There was no information provided concerning the patient¿s immediate recovery. This is 4 of 9 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Visual inspections noted the part exhibits numerous nicks and dings along the entire threaded surface, shaft, and ends due to unknown causes. The 23.9mm inside diameter (ID) end and the 11.50 to 11.55 ID, display nicks and dings in numerous areas. The correct material was used and met all required specifications. Dimensions that could be measured were found to meet specifications. Several key parts in the evaluation of this type of event were not returned, such as the insertion handle and connecting screw. It is possible these items may have contributed to the event, either through proper or improper use (i.e. Could have been assembled incorrectly). The design risk assessment was reviewed and found to be adequate for the intended use.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.